Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having trouble charging the ipg. It was mentioned that the ipg had been depleting faster until no longer charging. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient was having trouble charging the ipg. It was mentioned that the ipg had been depleting faster until no longer charging. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient was having trouble charging the ipg. It was mentioned that the ipg had been depleting faster until no longer charging. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed.